Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any malfunction or other product condition that may have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It also warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Lot qualifications records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she was wearing the pod on her lower right back and did not notice that the cannula had not inserted properly. She did notice insulin leaking around the adhesive and on her back. When she checked her blood glucose, it was 300 mg/dl. When she removed the pod, the cannula looked fine, and there was no blood present. She disposed of the pod.